Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo mid left anterior descending (lad) artery with 99% stenosis and mild calcification. Pre-dilatation was performed with a 3.0x12 non-compliant (nc) traveler balloon. The 3.5x12mm xience prime stent delivery system was implanted at 10 atmospheres (atms) and post dilatation was performed with a 3.5x12mm nc balloon per standard procedure. A distal edge dissection was observed and another xience prime stent was used to treat the dissection. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.